Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported during an initial hip arthroplasty on (B)(6) 2015, the impactor broke at the welded junction during impaction. The cup and broken piece were removed from the patient. Another cup and inserter were used to complete the procedure, resulting in a delay of 5-10 minutes.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It was reported that an inserter fractured at the welded junction during impaction and a fractured piece fell into the acetabular cup. The cup and fractured piece were removed from the patient and another cup and inserter were used to complete the procedure without a significant delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Root cause of the event was most likely attributed to the design of the inserter. A design change has occurred to prevent the malfunction from reoccurring. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿